Manufacturer narrative:
The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The device was visually examined, and balloon damage on the flap of the balloon material along distal shoulder/working length was observed. Functional testing and dimensional testing of the returned device was performed during pre-decontamination and post-decontamination evaluation, and all measurements were within specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for valve alignment difficulty was unable to be confirmed based on the inability to replicate the complaint with the returned device. However, the complaint for balloon leak was confirmed based on the status of the returned device. As such, available information suggests patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) likely contributed to the event. Also, high valve alignment forces likely contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the device was not returned.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 23 mm sapien 3 ultra valve in the pulmonic valve in a ew surgical valve position. After aborting femoral access, the site obtained femoral venous access. There was difficulty noted during valve alignment (high force required and no clear straight segment for alignment). During valve deployment, it was noted that there was a balloon tear. The operator was able to inflate the valve enough to anchor it however, it required several syringes as most of the fluid was exiting the balloon. The valve was ultimately deployed with no patient complication.